Event description:
The ge oec 9800 fluoroscopy system had an x-ray exposure switch that would stick.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty x-ray exposure switch. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.